Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. The introducer sheath was filled with coagulated blood. The outer diameter (od) of the embolization coil was measured and found to be within specification. During functional analysis, the introducer sheath was skived off by the penumbra investigator in order to functionally test the pod6. The pod6 was partially advanced into a demonstration microcatheter before experiencing substantial resistance. Conclusions: evaluation of the returned device revealed that the pod6 was kinked in multiple location and the introducer sheath was filled with coagulated blood. The blood found coagulated within the introducer sheath may have contributed to resistance experienced by the physician. The root cause of the initial resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod6 coils. During the procedure, the physician advanced a non-penumbra catheter and a px slim delivery microcatheter (px slim) towards the target vessel and then attempted to advance an initial pod6 coil. While attempting to advance the pod6 coil through the px slim, the physician encountered resistance and retracted the coil. The physician then made another attempt to advance the pod6 coil through the px slim but encountered resistance again. Therefore, the pod6 coil was removed and the procedure was completed using new penumbra coil 400's (pc400's) and the same px slim and non-penumbra catheter. There was no report of an adverse effect to the patient.